Manufacturer narrative:
An analysis was performed on the returned device. There is no malfunction identified. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, a definitive cause for the reported issue could not be determined. The observed damages to the guide and sheath noted with the returned device may be related to issues during insertion. The damaged guide wire port may be related to an issue encountered with the guide wire. The damage to the guide may be related to interaction with anatomy; however, this cannot be confirmed. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional proglide device referenced in b5 is filed under a separate medwatch report number.

Event description:
It was reported that a "suture failure" occurred with two proglide device relatives to an unspecified procedure. No additional information was provided.